Manufacturer narrative:
Siemens' investigation into the reported occurrence reveals that the broken acrylic ring pieces from the dose chamber insulator are a breakdown of acrylic that became harder and brittle due to natural aging effects and radiation impact. The dose chamber was replaced and the system is fully operational. There is no other action required.

Event description:
Siemens was notified on (B)(6) 2012 that an acrylic ring located in the x-ray dose chamber had broken into pieces and were free floating in the gantry. Reportedly, the broken pieces range from sub millimeters to centimeters in size and had the potential to cause mode faults by jamming gears, or falling from the gantry collimator onto the patient.